Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.